Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 35 mg/dl. The customer reported that there was scratches on the insulin pump screen. The customer treated with the food. Troubleshooting was declined for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump, reservoir, infusion set will not be returned for analysis.